Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2001. The pt has a history of myocardial infarction, coronary artery bypass graft, partial gastrectomy, peptic ulcer disease and severe emphysema. Vessel morphology is unknown. The aneurysm was reported to be "dumbbell" shaped at implant. It was reported that a follow-up CT scan performed in 2004 demonstrated aortic neck dilatation, which occurred over time, and a type I endoleak. The proximal aortic neck had increased in diameter from 3.5 cm in march 2003 to 4.8 cm in diameter in february 2004. It was reported that the pt's multiple co-morbidities precluded the pt from being a viable candidate for conventional surgical aneurysm repair. A talent aortic cuff has been requested to treat the endoleak. No additional sequelae were reported and the pt's status is unknown. The talent aortic cuff has not yet been implanted.